Event description:
Toothbrush head broke off [device breakage]. No adverse event. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b flexisoft brushhead broke off in his mouth, he had been using the brush for approximately six weeks. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.